Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 48-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2006, irritable bowel syndrome since 2011, iddm since 2007 and arthritis since 2008. Concomitant products included celecoxib (celebrex), cetirizine hydrochloride (cetirizin), gabapentin, hydroxyzine, hyoscyamine, omeprazole (prilosec), rizatriptan (maxalt) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding") and adenomyosis ("adenomyosis"). On (B)(6) 2009, 4 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bacterial vaginosis and adenomyosis outcome was unknown and the dysfunctional uterine bleeding, dysmenorrhoea, vaginal haemorrhage and allergy to metals had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, bacterial vaginosis, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure coils noted in adnexal regions bilaterally . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, other relevant history, lab data, product information, concomitant drugs, events- menorrhagia, bacterial vaginosis, nickel allergy, dysfunctional uterine bleeding, adenomyosis were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 48-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2006, irritable bowel syndrome since 2011, iddm since 2007 and arthritis since 2008. Concomitant products included bupropion (wellbutrin), celecoxib (celebrex), cetirizine hydrochloride (cetirizin), gabapentin, hydroxyzine, hyoscyamine, omeprazole (prilosec), quetiapine (seroquel), rizatriptan (maxalt) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal):bacterial vaginosis"). In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). On (B)(6) 2009, 4 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bacterial vaginosis and adenomyosis outcome was unknown and the dysfunctional uterine bleeding, dysmenorrhoea, vaginal haemorrhage and allergy to metals had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, bacterial vaginosis, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure coils noted in adnexal regions bilaterally quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 48-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, arthritis, obesity and itching. Concurrent conditions included depression since 2006, irritable bowel syndrome since 2011, iddm since 2007, arthritis since 2008, menses irregular with excessive bleeding and endometritis. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celebrex), cetirizine hydrochloride (cetirizin), gabapentin, hydroxyzine, hyoscyamine, omeprazole (prilosec), quetiapine fumarate (seroquel), rizatriptan benzoate (maxalt), topiramate (topamax), vitamin b12 nos (vitamin b 12) since 2014 and vitamin d nos (vitamin d) since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal):bacterial vaginosis"). In (B)(6) 2009, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 9 days after insertion of essure. In 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, bacterial vaginosis and adenomyosis outcome was unknown and the dysfunctional uterine bleeding, dysmenorrhoea, vaginal haemorrhage, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, bacterial vaginosis, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils in left tube 4 coils trailed out and in right tube 3 coils were trailed out. Current weight 159 lbs. Approximate weight at the time of essure placement 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure coils noted in adnexal regions bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: new pfs received- outcome of event menorrhagia from unknown to recovered/resolved was updated.concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.